Manufacturer narrative:
Device evaluation summary one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump identified the pump had damaged lens. The review of device history log identified following event: "(B)(6) 2019 2:10:28 pm high alarm displayed: cassette not attached properly (B)(6) 2019 2:10:30 pm high alarm silenced: cassette not attached properly" functional testing included sensor test. The customer reported issue was able to be duplicated. The reported issue was caused by nonresponsive downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump did not recognize cassette. No adverse effects were reported.